Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Manufacturer narrative:
Follow up information received on (B)(6), 2011 stating stone cone nitinol retrieval basket tip was removed from the patient via a percutaneous nephrolithotomy procedure on (B)(6), 2011. The patient was reported to be "fit and well". The facility reported that the tip fragment will be returned upon completion of hospital report.

Event description:
It was reported to boston scientific corporation that a stone cone retrieval device was used in a flexible uteroscopy procedure (patient identifier, age, sex, and weight unknown). According to the complainant, the physician deployed the stone cone behind the stone and was lasering the upper stone when a section of the stone cone spiral tip broke off and fell into the renal pelvis. Physician was unable to retrieve the broken section with grasping forceps. Additional surgery may be required depending on the results of a CT scan. At this time there is no further information available. The patient is reported to be stable.

Event description:
It was reported to boston scientific corporation that a stone cone retrieval device was used in a flexible uteroscopy procedure (patient identifier, age, sex, and weight unknown). According to the complainant, the physician deployed the stone cone behind the stone and was lasering the upper stone when a section of the stone cone spiral tip broke off and fell into the renal pelvis. Physician was unable to retrieve the broken section with grasping forceps. Additional surgery may be required depending on the results of a CT scan. At this time there is no further information available. The patient is reported to be stable.